Event description:
It was reported that during a osteochondral defect treatment with bio-compression screw and medial malleolus osteotomy the screw head snapped off when screwing into the medial malleolus. The surgeon left the screw in the patient and was not worried about complications. The broken off head of the screw was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken head of the screw. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.